Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the lead exhibited intermittent t-wave oversensing (twos) which resulted in anti-tachycardia pacing. Reprogramming occurred and the lead remain in use. No patient complications have been reported as a result of this event.